Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.